Event description:
Information received from the field notes that the patient came into the hospital complaining of fatigue. Interrogation of the device showed that it was in vvi at 4.5v and dashes (---) were noted for most of the parameters. The device had been programmed to ddd mode and high output at the last follow-up two years previous. The patient had not been followed in those two years.